Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor would not pair with the programmer before the implant procedure. Several troubleshooting techniques were unsuccessful. The device was not used. The physician elected to use another device which successfully paired with the programmer.

Manufacturer narrative:
The reported field event of unable to interrogate was confirmed. Device was received with battery depleted prematurely to end of life level resulting in failure to interrogate. High current drain was traced to hybrid circuit. Power cycling the device restored the normal operating range. The cause of high current drain could not be determined.